Event description:
A 25 mm screw was selected and inserted, but at about the point where it was 3 mm from insertion, the screwdriver snapped off and a medial arthrotomy was performed to retrieve. Could not remove, so a hollow-core drilling over the screw was done. This was one of the large fragment screws that was 25 mm in length. It was removed and the bony fragment could be felt. Since there was a tunnel where the hollow-core drilling had been done, cancellous bone was packed for the osteochondral piece.